Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion of the pump through scrotum, it was reported that the pump was implanted in a superficial position. The ipp was explanted. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).